Manufacturer narrative:
The customer reported that incorrect data was transmitted from the central monitoring station to the icca after a recent go-live. Retrospective data is used in conjunction with clinical evaluation of the patient and other assessment data (weight, urine output etc.) To make treatment decisions for the patient. The incorrect representation of retrospective data, in regard to regional level display, would not be likely to cause or contribute to harm. The inability to edit retrospective data would be identified by the user at the time the issue is noted. Stored data is not used exclusively to make clinical treatment decisions for patient care. Based on this information the malfunction did not cause or contribute to death or serious injury and is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this is not reportable.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #:

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that from 8:00 a.m. To 10:00 a.m., incorrect data was transmitted from the central monitoring station to bed in1-01 on ward hf-its1. One example was systolic blood pressure: the central station measured a value of 95 mmhg, while the icca measured 145 mmhg. This value can influence decisions regarding the patient¿s treatment. The customer looked into the problem and determined that incorrect data is contained in the obx messages. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.